Event description:
A customer reported there was a system message during the procedure. They exchanged the system to complete the procedure. There was no pt harm.

Manufacturer narrative:
The company representative examined the system and could not replicate the reported system message. The system was then tested and met all product specifications. The company representative recommended the customer check their handpieces and tubing for obstructions. No further issues were reported by the customer. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 similar report for system. The root cause cannot be determined conclusively. (B)(4).